Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting farfield oversensing in the right atrial (ra) channel which caused atrial tachy response (atr). Technical services (ts) was consulted and recommended device reprogramming. This crt-d remains in service. No adverse patient effects were reported.